Event description:
It was reported that the patient presented for a scheduled implantable pulse generator (ipg) change. It was observed that the right ventricular (rv) lead exhibited no capture and high and undefined impedance. A lead fracture was also suspected. The lead was connected to cables for analyzer testing and impedance/pacing values within defined limits were obtained. The lead was connected successfully to the new ipg remains in use. It was noted that the ipg did not correctly mode switch to 65 when eri was reached. The ipg was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.